Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/1.5/076 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and replaced with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.